Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one nc euphora coronary balloon catheter to treat a non-tortuous, non-calcified lesion located with 70% stenosis in the mid right coronary artery (rca). The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. It was reported that inflation difficulties were encountered during balloon inflation. The balloon was initially used, inflated to nominal pressure, and then removed to perform intravascular ultrasound (ivus). Then the balloon was re-inserted and inflated to 25 atm, and after the third inflation the balloon started growing proximally beyond the proximal marker. The patient is alive with no injury.

Manufacturer narrative:
Product analysis: three still procedural images were provided for analysis. Images depict a balloon being used to post-dilate a deployed stent in the right coronary artery (rca). Contrast is visible in the balloon proximal to the proximal markerband, indicating deformation to the balloon material and inflation of the proximal balloon bond. Additional information: the balloon was being used to post dilate a deployed stent. The device was not moved or repositioned while inflated. There was no deflation difficulties. It was not difficult to remove the balloon from the patient. The same inflation device was successfully used with other devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for analysis. The device returned with balloon folds expanded. Crystallized contrast was present in balloon. Kinks were evident to the hypo-tube. There was no evidence of necking on the proximal balloon bond. Deformation was evident to the distal tip. The balloon passed negative prep. The balloon was inflated to 12 atm (nominal pressure) and maintained pressure with no evidence of deformation to the proximal balloon. The balloon was subsequently inflated to 20 atm (rated burst pressure) and slight material deformation was evident to the proximal balloon bond. No other deformation was evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.